Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 128 mg/dl. Reportedly, the customer left the pump plugged into a power source, but declined tandem technical support to follow-up regarding the reported issue.